Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial fermoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial fermoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported. It was further reported that during first inflation the balloon could not be inflated sufficiently and ruptured at 6 atmospheres.

Manufacturer narrative:
E1: initial reporter city: (B)(6). B5: updated describe event or problem.